Event description:
In 11/71, rptr had a tumor removed from her left breast. Her dr told her that she had fibrocystic disease and recommended she have her breast removed and have silcione implants. Her dr referred her to a plastic surgeon specializing in breast reconstruction. She visited him in 1/72, he removed both breasts that same month. The blood supply was not good so she had to wait 3 wks before having the implants inserted. (She did not have cancer.) In 2/72, she went back into the same hosp. The dr opened the incisions under each breast and put in the silicone gel implants. She believes he said they were the small size. She has had a lot of surgery through the yrs but she will never forget the severe pain she suffered after the implants. She believes the dr or rn told her that the implants had dacron patches on the back of them that would grow to her skin. This is where she felt the severe pain. Sometimes she can still notice some of that stinging sensation. She has had a lot of health problems through the yrs since then. But it seems to her that the chronic fatigue and memory loss are the most difficult to deal with. Her symproms started three months after implantation. She tried to contact the plastic surgeon ahbout a year and 1/2 ago during all the publicity about the implants. She was referred to another dr whose rn set her up for a mammogram. The dr acted like he thought her concern was fear related and he didn't see anything wrong except she had scar tissue.